Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels of 440 mg/dl and current blood glucose value was 193mg/dl. Customer was in the hospital due to falling off of stairs, broke femur. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated for the high blood glucose with pump. The customer was assisted with troubleshooting. Based on customer report customer does not allege pump was under delivering. The product will not be returned for analysis.